Manufacturer narrative:
Remove MDR codes.

Manufacturer narrative:
B5 updated

Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. There was no reported adverse impact to the customer.